Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-03303 and # 3005099803-2012-03306 address these devices. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used during a colonoscopy on (B)(6) 2012. According to the complainant, during the procedure the clips would close, however they would not close completely on the target site and would not release from the delivery catheters. A gold probe was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.